Event description:
As reported, before use in patient, the pressure tubing had a black-material inside the tubing. The pouch had not been opened by the customer. The issue was resolved by replacing the device. There was no allegation of patient injury. The device is not available for evaluation as it was discarded at the hospital.

Manufacturer narrative:
No product will be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Since a lot number was not reported, the device history record review could not be performed. No root cause could be identified since no product sample nor objective evidence was provided for investigation. Since a lot number was not reported, the device history record review could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.